Manufacturer narrative:
Additional, changed, and/or corrected data:b5, h6, h8.

Event description:
Symptoms has been resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/1. Continued h.6. Type of investigation code: b15, b17, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 4 ml of juvederm® voluma¿ with lidocaine in ck2, ck3, ck1, ck4(cheek), jw1(jaw), c2(chin) and injected 1 ml of juvéderm® volux¿ in jw4 and jw5(jaw). Five days later, patient experienced "voluminous indurated nodules on all injection sites", "pain, inflammation, induration over the entire injection area on both sides, and redness on jw4 and jw5". Patient was treated with hyaluronidase, corticoids, antibiotics and antihistamines. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00374) (allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿